Event description:
It was reported that the patient presented to the hospital following an inappropriate shock for atrial fibrillation with rapid ventricular response. The decision was made to increase the medication and programming changes was made. The patient was stable following the event.